Event description:
Caller reported a cartridge alarm with consecutive cartridges, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed that the customer would continue using the current pump, with plans to use multiple daily injections if needed, and provided instructions for returning the faulty pump. A replacement pump was sent to the customer, who acknowledged all steps required for the return process. There was a noted delay in shipping the replacement, which was addressed by creating a service issue.